Event description:
It was reported that during cervical inter-body forward fusion surgery, c ring of the screw was broken when inserting via inserter. The screw was removed and was exchanged with other screw. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
The device was received.

Event description:
It was reported that during cervical inter-body forward fusion surgery, c ring of the screw was broken when inserting via inserter. The screw was removed and was exchanged with other screw. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, labelling review, risk assessment. Conclusion: the instrument was returned for evaluation and the securing mechanism was disengaged from the device as reported. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It is unknown how many time this device has been used while in sales rep possession. The plausible root cause of the reported event cannot be determined conclusively. Possible root causes include freehand use (inserter not used), not fully threading the inserter to the cage, inserter loosening during surgery, and user unfamiliarity with the system. The sales rep confirmed via email that a 4.0 x 10 screw was used to successfully complete the procedure after the 3.5 x 10 screw disengaged. Using an incorrect size screw may have led to disengagement of the screw. In addition, the patient's bone quality was reported to be hard therefore difficulty inserting the screw could have occurred as a result.

Event description:
It was reported that during cervical inter-body forward fusion surgery, c ring of the screw was broken when inserting via inserter. The screw was removed and was exchanged with other screw. There are no reports of adverse consequences to the patient.